Event description:
It was reported that the rv lead was removed from service due to oversensing (sic (short interval count) =9,122 episodes), inappropriate shocks from noise (greater than 40), and unstable rv pacing. No further patient complications were reported as a result of this event.